Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. We will replaced strips and controls only. Test strips are expired. Most likely underlying root cause - mlc-6 passed expiration date. Test strip UDI# (B)(4). Note: at call back on (B)(6) 2017, the customer stated her condition had not improved and she still felt weak. Customer stated she has a doctor's appointment. Unable to contact the customer via telephone at call backs on (B)(6) 2017. At call back on (B)(6) 2017, the customer stated her condition had improved, she did not currently have any diabetic symptoms, and that she was feeling much better. Customer stated she had gone to the doctor's because of feeling weak.

Event description:
Consumer reported complaint e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was aspirated into the test strip. At the time of the call on (B)(6) 2017, the customer reported feeling weak. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/14/2015 and open vial date was undisclosed; customer's strips are expired. Customer did not have any test strips left. The meter memory was not reviewed for previous test result history.